Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for stent placement in the hepatic portal region in the right lobe. Though the physician attempted to deploy the stent after advancing the delivery system to the target site, he encountered a difficulty in pulling the handle since the handle was very hard. When he pulled the handle with force, he heard snapping sound. The handle became light after that and it also became unable to deploy the stent. The delivery system was removed from the patient, then separation of the sheath was confirmed. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: physician's comment: I used the device as usual, but the failure occurred. Sales rep's comment: tortuosity observed in the patient was not so severe. Balloon pre-dilation with an epbd balloon for the stricture is regularly performed in every procedure in this hospital. The user did not felt resistance while advancing the delivery system to the target site. Additional information: prefix zilbs: was a sphincterotomy or balloon dilation performed prior to use of the stent device? (Yes) est was performed in the papilla and balloon pre-dilation was performed in the stricture. Was post-dilation performed after the placement of the stent? (No). What brand of endoscope was used with the device? Olympus/ jf260v. What was the target location for the complaint device? Hepatic portal region (right lobe). Was the device flushed through both flushing ports before the procedure, as per IFU? (Yes) . Details of the wire guide used (name, diameter, hyrdophyllic)? Olympus/ visiglide 0.025inch. Was resistance encountered when advancing the wire guide or delivery system to the target location? (No). How did the physician deal with this resistance? Was the patient's anatomy tortuous? (No) . Did the tip of the delivery system cross the target location? (Yes). Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (Yes). Was the stent being placed through the side wall of a previously placed stent? (No). Was the elevator in the down position during deployment? (Yes). Are images of the device of procedure available? (Not avalable). Thrombosis: n/a. Restenosis: n/a. Occlusion: n/a. Worsen claudication/pain: n/a. Stent shortening: n/a. Difficulty advancing over the wire guide: n/a. Sheath separation: details of the wire guide used (diameter, hydrophyllic, make)? Olympus/ visiglide 0.025inch. Was high resistance encountered during stent deployment? (Yes). Was the patient's lesion heavily calcified / was the patient anatomy tortuous? (No). Was pre dilatation conducted prior to stent deployment? (Yes). Was the stent device flushed through the flushing port(s) before the procedure, as per IFU? (Yes). Was the delivery system damaged/kinked/twisted? (None). Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? (No). Deployment difficulty was the device flushed through the flushing port before the procedure, as per IFU? (Yes). Was the stent fully deployed in the patient? (No) . Was the target site severely calcified? (None) . Was patient anatomy tortuous? (No). Was pre dilatation conducted before stent deployment? (Yes). Was the delivery system kinked or twisted during deployment? (None). Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a. Thumbwheel only ¿ was the retraction sheet being held during deployment? N/a.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-10-8 device of lot number c1733619 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 03 december 2020. On evaluation of the device a strut of the stent was observed to be protruding through the distal end of the outer sheath just above the distal white tip. The device was flushed without issue and a 0.035¿ passed through the device as expected. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1733619 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1733619. It should be noted that the instructions for use (ifu0065-3) states the following: ¿delivery system the delivery system accepts a .035 inch wire guide.¿ ¿equipment required: .035 inch wire guide of appropriate length.¿ there is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review a definitive root cause of the use of a non-recommended wire guide with the device was identified in the laboratory. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that this resulted in insufficient support for the delivery system during advancement and attempted deployment and possibly contributed to the stent strut perforating the outer sheath during attempted deployment. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the device being evaluated in the lab on 03-dec-2020. The device was used for stent placement in the hepatic portal region in the right lobe. Though the physician attempted to deploy the stent after advancing the delivery system to the target site, he encountered a difficulty in pulling the handle since the handle was very hard. When he pulled the handle with force, he heard snapping sound. The handle became light after that and it also became unable to deploy the stent. The delivery system was removed from the patient, then separation of the sheath was confirmed. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: physician's comment: I used the device as usual, but the failure occurred. Sales rep's cmment: tortuosity observed in the patient was not so severe. Balloon pre-dilation with an epbd balloon for the stricture is regularly performed in every procedure in this hospital. The user did not felt resistance while advancing the delivery system to the target site. 1 prefix zilbs: 1-1 was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes) est was performed in the papilla and balloon pre-dilation was performed in the stricture. 1-2 was post-dilation performed after the placement of the stent? (No). 1-3 what brand of endoscope was used with the device? Olympus/ jf260v. 1-4 what was the target location for the complaint device? - hepatic portal region (right lobe). 1-5 was the device flushed through both flushing ports before the procedure, as per IFU? ¿¿(yes) 1-6 details of the wire guide used (name, diameter, hyrdophyllic)? Olympus/ visiglide 0.025inch. 1-7 was resistance encountered when advancing the wire guide or delivery system to the target location? (No). 1-8 how did the physician deal with this resistance? 1-9 was the patient's anatomy tortuous? (No). 1-10 did the tip of the delivery system cross the target location? (Yes). 1-11 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? (Yes). 1-12 was the stent being placed through the side wall of a previously placed stent? (No). 1-13 was the elevator in the down position during deployment? (Yes). 1-14 are images of the device of procedure available? (Not avalable). 2 thrombosis: n/a. 3 restenosis: n/a. 4 occlusion: n/a. 5 worsen claudication/pain: n/a. 6 stent shortening: n/a. 7 difficulty advancing over the wire guide: n/a. 8 sheath separation: 8-1 details of the wire guide used (diameter, hydrophyllic, make)? Olympus/ visiglide 0.025inch. 8-2 was high resistance encountered during stent deployment? (Yes). 8-3 was the patient's lesion heavily calcified / was the patient anatomy tortuous? (No). 8-4 was pre dilatation conducted prior to stent deployment? (Yes). 8-5 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? (Yes). 8-6 was the delivery system damaged/kinked/twisted? (None). 8-7 was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? (No). 9 deployment difficulty. 9-1 was the device flushed through the flushing port before the procedure, as per IFU? (Yes). 9-2 was the stent fully deployed in the patient? (No). 9-3 was the target site severely calcified? (None). 9-4 was patient anatomy tortuous? (No). 9-5 was pre dilatation conducted before stent deployment? (Yes). 9-6 was the delivery system kinked or twisted during deployment? (None). 9-7 thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? - n/a. 9-8 thumbwheel only ¿ was the retraction sheet being held during deployment? - n/a.